Event description:
Pt was transferred to "pscu" without orers written and her g-tube was clotted off, and unable to flush. Md was aware and wrote orders, g-tube was changed and feeds restarted. No harm to pt. Biomed called and removed pump.